Manufacturer narrative:
This report is submitted on january 5, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced an abutment loss and was subsequently treated with an ointment (type not reported) at the implant site.